Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with eccentric grade 4 and a flail on the anterior leaflet. A mitraclip xtw was advanced to the mitral valve, but the clip was unable to grasp the leaflets. Several attempts were made to grasp the leaflets but was not successful. The clip was removed from the patient, and it was noticed that there was a new central jet. It was noted that there was a possibility that damage to the leaflet occurred. The procedure was completed with no clips implanted. The mr remained at grade 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported unable to grasp leaflets and unable to capture leaflets was due to challenging patient anatomy. The cause of the reported tissue injury and worsening mr were unable to be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.